Manufacturer narrative:
The x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen.  Per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Reportedly, the customer removes insulin from previously used cartridges. The customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer loaded a re-used cartridge successfully and had manual injections for alternate insulin therapy.